Event description:
Three months ago, when my daughter was using the malem alarm, it exploded and the batteries leaked onto her neck. Her chin was burnt and she has a large red patch on her neck. She has used it for the last 2 nights without problem, but the other night, it malfunctioned and exploded. Very dangerous for children.